Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow-up in back-up vvi mode. A device download was successfully performed and device remains implanted. The patient's condition is stable.